Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: no device associated with this report was received for examination. According to the information received, ¿premature wear and critical failure of polyethylene on inconsistent timescales, leading to damage of the metal acetabular component and widespread metallosis.¿ product description: pinn mar +4 10d 28idx46od. Product code: 121928146. Lot no: ds7e51000 quantity of manufactured: 10. Date of manufacturing: 01-may-2009. Expiry date: n/a. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description:- pinn mar +4 10d 28idx46od. Product code:- 121928146. Lot no:- ds7e51000. Quantity of manufactured: 10. Date of manufacturing: 01-may-2009. Expiry date: n/a. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d10 (concomitant).

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the reported lot number for the device involved in the event wis not valid, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was premature wear and critical failure of polyethylene on inconsistent timescales, leading to damage of the metal acetabular component and widespread metallosis.